Event description:
Alaris pump was programmed using guardrails software. Morphine 50mg in a 250ml bag was programmed to infuse at 2mg/hour. The entire bag infused in 15 minutes. Pt expired. Physician reports death was unrelated to overinfusion. Dose or amount: 2ml/h, 250 ml, routine: IV saline. Dates of use: 2009. Diagnosis or reason for use: end-stage ca with mets.